Event description:
It was reported that the customer was hospitalized for high bgs and dka. It was indicated that the pump had two different alarms. In addition the customer was at work and did not hear the alarm. The pump went to off no power and customer was not getting any insulin. Notified the customer that a new battery carrier and a batttery pack will be sent. Advised the customer to monitor the pump and call back if the problem persists.